Manufacturer narrative:
Visual inspection identified a fold flaw on the anterior surface of the product. The fold flaw starts at the 10 o'clock position and continues over to the 2 o'clock position (when the product was held in such a position that the brand name was upright and horizontal). This measures approximately 110mm in length, where it extends over onto the posterior surface by an additional 10mm totalling 120mm. Pressure testing confirmed the product is intact. The product met all manufacturing and quality specifications post manufacture.